Event description:
Per the clinical trial report, the patient experienced a dissection in the left common femoral artery (lcfa) during an edward's transfemoral transcatheter aortic valve replacement (tavr) procedure. The sheath was removed from the left groin without issues and the pursestrings were tightened. Completion abdominal angiography from the contralateral side showed poor flow in the lcfa with dissection. Therefore, the closure site was reopened and closed with interrupted sutures. Another angiography showed no flow past the puncture site with evidence of dissection. The lcfa dissection was repaired with a bovine pericardial patch. Completion angio showed good flow through the repair site. The left femoral minimal luminal diameter was 8.0mm. The vessel calcification and tortuosity was mild.

Manufacturer narrative:
The device was not returned to edwards for evaluation. A device history record (DHR) review for this device showed that the introducer sheath set met specification prior to its distribution. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications, including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case is not known; however, per report, the incident was not caused by a device malfunction. No additional actions are possible at this time.